Manufacturer narrative:
Concomitant medical product: 5076 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and variable thresholds were noted on the right ventricular (rv) lead. It was noted that "issues" had been previously noted and the lead was then revised. The rv lead remains in use. No patient complications have been reported as a result of this event.